Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The sample had a black discoloration inside the tubing. The balloon was infused with water, immediately leakage was observed from the body of the balloon. When viewed under magnification, an axial slit was seen in the balloon. The slit began 1cm from the top of the proximal collar and extended a length of approximately 2mm.. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from (B)(6) stating the transgastric enteral feeding balloon broke after 3-weeks of use. No additional information was provided in regards to the patient's status.